Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited low pacing impedance and high capture threshold. During the lead revision procedure, the insulation breach was confirmed visually on the lv lead. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.